Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient had an EKG yesterday, so they had to shut their inss off and now they needed help turning them back on. The therapy was off and they were starting to have problems because they had started falling over and 'everything like that'. The patient programmer showed the stimulation was off. No further complications were reported as a result of this event.